Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that he was on a cruise and used a whole box of reservoirs and infusion sets due to insulin squirting out during manual prime each time. The customer's blood glucose reading was unknown. The customer declined to troubleshoot. The customer was advised that his products would be replaced.